Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the meter powered on with a related alarm which was unable to be cleared. The meter was unable to pair with the pump due to the alarm. Animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The meter has been returned and evaluated by product analysis on (B)(4) 2014.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the blood glucose meter displayed an error message while the pump and meter were being paired. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.